Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they had symptoms of low glucose values and was slow to react. The patient stated she treated herself by drinking apple juice. At the time of contact, the patient was doing good. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.